Manufacturer narrative:
Including, root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical assistant reported low aspiration during a vitreoretinal procedure. The procedure was completed with no impact to the patient.